Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose levels were 234 mg/dl, 254 mg/dl, 253 mg/dl, 350 mg/dl. The customer was treated with manual bolus for high blood glucose. Customer declined troubleshooting for high blood glucose. Customer stated they had problem with the calibration and received calibrate now message. The device will not be returned for analysis.